Event description:
A customer reported system pressure problems and the system locking during preparation for a procedure. The pt had already received anesthesia when it was decided to cancel the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).